Event description:
Boston scientific (bsc) crm received information that this patient possibly developed tamponade the next night following the implant procedure. The physician had to open the patient's chest and perform a heart massage. After the heart massage, the physician suspected the right ventricular (rv) lead 4137 had migrated/micro dislodged due to the heart massage. The lead was still providing capture but at 4.5 at .1ms. The boston scientific sales representative (sr) was contacted in 2008, the day of the scheduled rv lead revision procedure. The physician repositioned the lead, and it currently remains in service. The sr asked the physician if he believed the lead had perforated. The physician was unsure and thought it could be due to graphs that occluded. The sr stated the patient has a lot of other medical conditions contributing to his condition and noted the physician did not suspect a lead issue at this time. The sr noted the patient is currently responsive, but still intubated.